Event description:
It was reported that dissection occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. A loading dose of 81 mg of aspirin and 75 mg of clopidogrel was given prior to the procedure. The 36 mm x 3.00 mm target lesion was located in the distal left anterior descending artery. The lesion was pre-treated with two devices using the largest balloon diameter 3.0 mm x 10 mm length of wolverine cutting balloon resulting in 10% residual stenosis and timi flow of 3. The lesion was further successfully treated with 2.50 mm x 40 mm agent dcb study device successfully resulting in 10% residual stenosis with timi flow of 3. Post treatment with study device, nhlbi dissection grade b was noted, and intervention was not required. The patient was discharged from hospital with continuation of aspirin and clopidogrel medications. Post-procedure angiography review showed post pre-dilation with the wolverine cutting balloon there was a grade d dissection with length of 11.46 mm and dissection stenosis percentage of 58.01% in segment with timi flow 3, and post study device treatment with the 2.50 mm x 40 mm agent dcb study device, there was also a grade d dissection with length of 11.74 mm and dissection stenosis of 41.96 % in segment with timi flow 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. It is noted that the event of dissection is a known adverse event associated with device use.